Manufacturer narrative:
(B)(4). Add'l data/failure investigation: field service technician investigation found physical item jamming drawer.

Event description:
Customer reports drawer on pyxis anesthesia system failed to open. No pt present.